Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to remedy the reported problem. Analysis for reports of this type has not identified an increase in trend.